Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
Updated: the devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Update jul 05, 2017: medical records received. In addition to what was previously alleged , pfs alleges weakness, loss of mobility, metallosis, tissue necrosis, stiffness and numbness, dermatitis, tinnitus, esophageal spasm, and bursitis. After review of medical records for the MDR reportability, it was stated that the patient was revised due to metallosis. Revision notes stated that there was minimal fluid within the hip joint but no tissue necrosis found. Examination notes reported that patient suffered from trochanteric bursitis. MRI showed a fluid collection at the posterior aspect of the femoral neck. Laboratory results for cobalt- chromium levels were above 7 ppb. Added stem to the complaint. This complaint was updated on jul 13, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.